Event description:
The lay user/patient initially contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the battery indicator. There was no serious injury or adverse event reported for that issue. A replacement meter was also sent. However, the pt called lifescan back to the next day and reported that she had passed out while waiting for her replacement meter. The medical affairs specialist (mas) called and spoke with the pt on the following month and obtained add'l info. The pt informed the mas that she tests her blood glucose twice a day and is on a set insulin regimen of humalin 70/30 (30 units in am and 13 units in pm). She did not deviate from this regimen. The pt also mentioned that she had replaced the battery on the ultra meter in 2007. On original date, she had attempted to test her blood glucose at her usual time in the morning and the battery indicator appeared on the display. She was unable to test her blood glucose and contacted lfs, who sent a replacement meter. The pt had continued to take her insulin per her regimen that day and was asymptomatic. The next morning, she did not attempt to test her blood glucose due to the battery indicator issue, but took her morning insulin and had her breakfast as usual. She went to church and had brunch there. However, that afternoon, while still at church, she "passed out suddenly". The paramedics were called and she was administered IV glucose. The pt did not recall any results on the emt meter, but was told that she had passed out due to low blood sugar. The pt had refused to go to the hospital since she was feeling better after the IV glucose. She then called lifescan again to report the event. The pt had received the replacement meter the next afternoon and stated that the new meter was "working just fine". This complaint is being reported because the pt claimed she was not able to test on the meter due to the alleged issue for 1 1/2 days, experienced hypoglycemia, and was treated with IV glucose by the emergency services. The alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.